Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation for an unknown reason and was returned to the manufacturer. Upon visual inspection in the product evaluation laboratory, it was noted that there was an aneurysm of the cylinder bladder. No device observations or adverse patient effects were reported with the returned device.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted in the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination quality concluded that enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. However, as no information was received as to the events that may have resulted in the aneurysm, quality is unable to confirm when the aneurysm may have occurred. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.